Event description:
It was reported that the 9800 sys was slow to boot up or would not boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.